Event description:
A malfunction was reported with a malfunction code displayed as "malf 9." There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and there were no recurrences of the malfunction code after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred, which the customer acknowledged and understood.